Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: device interaction/functional visual inspection: the drive adaptor with qc for 5.0 mm schanz screws (p/n: 393.103, lot #: 6521196) was returned and received at us cq. Upon visual inspection, there were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional inspection: functional testing and replication of the event conditions could not be performed at cq since mating devices were not returned. Can the complaint be replicated with the returned device? Unable to perform. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the drive adaptor with qc for 5.0 mm schanz screws (p/n: 393.103, lot #: 6521196). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 393.103, synthes lot # 6521196, supplier lot # na, release to warehouse date: nov 10, 2010, manufactured by synthes (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) drive adaptor with quick coupling for 5.0mm schanz screws are stripped, they no longer hold. There is no patient involvement. This complaint involves two (2) devices. This report is for (1) drive adaptor with qc for 5.0mm schanz screws. This report is 1 of 2 for (B)(4).